Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 375 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.

Manufacturer narrative:
The returned device was evaluated and a bend in the exposed end of the soft cannula was observed. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a bend/kink in the cannula or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.